Event description:
Subsequent to the initial MDR, additional information has been provided. The reported complaint was confirmed through testing of a model variant. The probable cause was determined to be the setting on the knox portal for samsung a15 phones installed with knox mdm software, which prevented audible alerts from being emitted. The probable cause was determined to be the setting on the knox portal for samsung a15 phones installed with knox mdm software. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. According to the reporter, on (B)(6) 2025, the patient experienced a failure to alert after which the patient experienced a hypoglycemic event. The patient would have experienced a hypoglycemic coma, but no further specific symptoms were reported. No alerts sounded from the cgm device, and the low alert was set at 70 mg/dl. No further details regarding the event were reported and no details regarding treatment were available. The current condition of the patient was unknown. There was no documentation of further medical evaluation or intervention. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.